Event description:
It was reported that 15 minutes after the beginning of the surgery, the medical staff found that the gas delivery to the patient was close to zero. Due to this, the patient had a physical reaction and moved during surgery due to an insufficient level of anesthesia during the procedure. It was further reported that the awareness level of the patient increased during the surgery. (B)(4).

Manufacturer narrative:
The anesthesia workstation was thoroughly investigated by our company representative the day after the event. Several tests were made and the anesthesia workstation worked according to specifications. Both of the vaporizers used during the case behaved normally and without errors. It was noticed that the alarm limit for low agent concentration was set to off by the user and thus preventing the alarms to be triggered in case of a delivery agent below setting. This can be confirmed in the received device logs. Multiple successful system check outs were performed. Simulated use testing with the vaporizers was made and all values were as expected and within limits. The vaporizers were also successfully tested individually in service mode. According to the user, the agent concentration was set to 4%, but according to the event log, the agent concentration was initially set to between 1.4 and 1.8% and at the end of the case to 8 %, which together with other parameter settings should have been sufficient to keep the patient sedated. There are no recorded technical errors during the date of the event which indicate that no technical malfunctions occurred. There is no trend log available to confirm any decrease in agent delivery. We are unable to determine the true cause of the event.

Event description:
(B)(4).